Event description:
Patient called in to report monitor alert "call the assure helpline, your device needs service." Customer care tried troubleshooting by rebooting the system but was unable to resolve the issue. There was no patient injury or adverse event. However, the inability to reboot the system indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.